Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device would not slide very well. This was noticed when the sales representative was resetting the instruments in the case.

Manufacturer narrative:
Cmp-(B)(4) this follow-up report is being submitted to relay additional information: upon further investigation and evaluation, it was found the referenced sentinel event is not a similar malfunction. This malfunction associated with this device has not been previously reported as resulting in serious injury. This MDR is being written to relay that this complaint is not reportable.